Event description:
It was reported that the patient noticed about a week ago their recharger screen did not show fully charged, they normally sit for an hour and 5 minutes to an hour and 10 minutes to recharge and they see the fully charged icon but the last couple of times, they did not see it. The patient stated they got all 8 boxes then lost them and they could not charge at all for about half the time last night. They stated they had just done a check with their programmer and their ins battery showed 75 percent. Patient services worked with the patient to use the recharger and the patient reported seeing the charging screen with zero coupling boxes however they were able to get 2 then 4 through repositioning. Clarification revealed that the patient may have gone maybe 5 days between charges and may have fallen asleep while holding the recharger on the ins with their hand. Patient services reviewed coupling box, charge efficiency information and ins battery level icon information. Patient services offered to send a replacement recharger antenna but the patient said they did not think they could change it out on their own due to their parkinsons. Patient services offered to send a replacement recharger and adhesive discs to see if they could help for recharging. An email was sent to the repair department to replace the recharger. The patient's relevant medical history included that their new ins is smaller than their previous one but was placed in the same location as their old one so since implant, it moves around. The patient also reported some other medical information: they have a bad eye can't see well and they shake if they get stressed, their right leg was shaking during the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer nothing was done to resolve the implant being smaller and it moving around. The consumer stated they would probably request to have the ¿automatic charger as opposed to the kind with a manual charger.¿ the consumer didn¿t remember mentioning anything about shaking.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) called back to answer questions on patient letter. Patient states that their right leg shaking during the previous call did not have anything to do with the stimulator. Patient said when they get more nervous they shake and they have an eye problem that bothers their sight. Pt said they get nervous when they have to do anything now and pt takes care of pt's and husbands medications which they don't 'mind but have trouble seeing. Pt said they sees a doctor for it, they could have eye surgery to correct it but at pt's age, their doctor does not recommend it. Pt said they are currently working with prisms in their glasses to see if that will help the problem. Pt said, it does help but pt still has cataracts so has trouble with their sight, pt confirmed the shaking is from nervousness, not from therapy or anything from their implant. For actions taken/resolution patient reports no and pt said they suppose it will stay in till they take it out, this is supposed to last 15 years.